Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra 2 meter read inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient did not state when the alleged inaccuracy occurred, but informed the csr that they had obtained blood glucose results of ¿337, 358 and 325mg/dl¿ within 20 minutes of one another. Based on statistical methodology, the calculated difference of these results does not exceed lfs¿s criteria for precision. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and injected an unspecified dosage of insulin in response to these blood glucose results. Later the same day the patient developed the symptoms of ¿shaky and hot¿; symptoms which the patient associated with hypoglycemia. The patient self-treated these symptoms by consuming additional food and/or drink. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.